Event description:
It was reported that a 33mm unknown model edwards valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 6 years, 7 months due to severe deterioration, stenosis and severe regurgitation. The patient presented with heart failure and cardiogenic shock. The tmvr was performed with a 29mm 9600tfx transcatheter valve. Per medical records, the patient was recently admitted with pneumonia and was found to have gram positive cocci in blood which was thought to be contaminant as per ID. The patient was discharged on vibramycin 14-day course and returned with heart failure. The patient underwent tmvr with a 29mm s3 via transeptal approach. Postoperatively, the patient remained in heart failure secondary to severe aortic stenosis (B)(4).

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Correction: d6a. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The most likely cause is patient factors, including chronic heart failure, hyperlipidemia, and diabetes mellitus.